Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they were seen by an orthodontist and gave his assessment that they have a serious open bite coupled with a bilateral tongue thrust. The orthodontist said that they should of never been approved for aligner treatment and that they should stop wearing them. Patient reports that they could not become an official patient of the the orthodontist due to him requiring a (B)(6) payment that they could not afford.patient also said, their bite has actually opened since using byte. My teeth no longer touch in the front and my molars are meeting on their points in such a way that there is constant pressure on my right jaw that causes headaches. When they started byte their front teeth and back teeth touched. The byte "treatment" resulted in a posterior open bite with also a slight anterior open byte.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.